Event description:
Needle, from covidien lp v-loc 180 barbed polyester suture, broke while in use inside the patient during a laparoscopic procedure. The broken needle was retrieved.

Event description:
Needle, from covidien lp v-loc 180 barbed polyester suture, broke while in use inside the patient during a laparoscopic procedure. The broken needle was retrieved.